Manufacturer narrative:
D2a. Common device name: blood specimen collection device; intravascular administration set d2b. Medical device type: jka e4. The initial reporter also notified the FDA on 16 dec, 2024. Medwatch report # mw5163822 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, there is leakage of one (1) device due to the rubber sheath not covering the needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. However, functional tests were conducted on 30 retained samples, using 10 tubes per needle to assess device functionality. All samples passed the tests, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, further functional tests for retraction lockout were conducted on the same 30 retained samples, and all samples passed, activating properly without any defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve side piercing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, there is leakage of one (1) device due to the rubber sheath not covering the needle. No adverse impact was reported regarding the patient or user.